Event description:
While a nurse was manipulating the tubing of a chemotherapy bag that had baxter's vented paclitaxel set attached it, the tubing separated from the drip chamber on the IV administration set. This forced the nurse to clamp the bag shut with her fingers. We -pharmacy- then took a small sample of the tubing sets from the box we were using -all the same lot- and were able to disconnect another set's tubing from the drip chamber with very little force. We then followed up with baxter's reporting system.